Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block e1: (initial reporter facility name) (B)(6). Block e1: (initial reporter address 1) (B)(6). Block h6: problem code a07 captures the reportable event of suboptimal cautery. Block h10: (product investigation) one captivator snare was received for analysis. Visual inspection of the returned device revealed that the device did not have any defective condition. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it was able to extend completely and retract without issues. Continuity test was performed and the device's electrical resistance was within specification, indicating a proper connection. The evaluation of the complaint device was unable to confirm the reported event of "device delivers energy intermittently" since no issues were noted with the electrical device testing during continuity test upon return. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test. No issues were noted with the electrical device testing during continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a procedure performed on an unknown date. During the procedure, there was poor energization. It was not reported if the procedure was completed and it was also not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (Initial reporter facility name) (B)(6). (Initial reporter address 1) (B)(6). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a procedure performed on an unknown date. During the procedure, there was poor energization. It was not reported if the procedure was completed and it was also not reported what device was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.